Event description:
A caller reported a malfunction on the pump, which displayed a malfunction code resettable by the user. There was no reported impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur. The customer was informed to continue using the pump and contact support if the issue reappears, which the caller acknowledged and understood.